Event description:
It was reported by svc report that the power cord had ripped sheathing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord outer sheathing was ripped.